Manufacturer narrative:
The complaint that the autopulse platform (sn (B)(6) powers on but displays a blank screen with no output or error messages was not reproduced during functional testing. Although the reported display issue was not reproduced during the testing at zoll, an intermittent issue could not be ruled out. Therefore, the processor pca board was replaced as a preventive precautionary measure to address this reported complaint. The reported complaint that the platform emits a continuous mechanical clicking sound was confirmed during functional testing. The likely root cause was a failure of the processor pca board. The archive data could not be downloaded due to the corrupted processor pca board. The preliminary functional test could not be performed due to the platform failing the power on self-test, causing the device to click, confirming the reported complaint. There was no brake activation (open/clicking sound) when the platform powered on and "system error, out of service, revert to manual CPR" error message was displayed. The system error message was not reported by the customer. The specific type of system error could not be identified, as archive review could not be performed. The failed processor pca board was replaced to address the reported complaint, the observed system error message, and the issue with the archive. Following service, the autopulse platform passed the run-in test without any fault or error. The autopulse platform passed the final testing without any fault or error. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaints for autopulse platform with sn (B)(6).

Manufacturer narrative:
Zoll has received the autopulse platform for investigation. A follow-up report will be submitted when the investigation has been completed.

Event description:
The customer reported the autopulse platform (sn (B)(6) powers on but displays a blank screen with no output or error messages. The platform emits a continuous mechanical clicking sound. No patient involvement.